Event description:
Plaintiff alleges being diagnosed as latex allergic from her exposure to latex exam gloves. As a result of this allergy plaintiff alleges she has suffered substantial injury, pain and suffering as well as economic loss.